Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing resulting pacing inhibition. No reports of syncope however patient experianced dizziness.